Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor gel implants placed experienced bilateral capsular contracture (baker grade unknown) post procedure. The capsular contracture was diagnosed at the physician¿s office. As a result, explant without replacement were performed on (B)(6) 2021. See 1645337-2021-11970 for contralateral prosthesis report.